Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis toric intraocular lens (model zct525 +22.5 diopter) was explanted from the patient¿s operative eye in a secondary surgical procedure due to an incorrect refraction. Reportedly, another lens with the same model but different diopter size, was implanted as a replacement. The patient was reported doing fine. No further information was provided.

Manufacturer narrative:
Corrected data: in review of the file, it was identified that the serial number reported in this event, was already captured and reported in medwatch, manufacturing report number 9614546-2018-00758. Hence, no further information will be provided in this filing and all pertinent information was captured and reported under manufacturing report number: 9614546-2018-00758. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.